Event description:
It was reported that the patient underwent a gynecological procedure and anterior apical elevate, extracorporeal vaginopexy, enterocele repair and midureteral sling placement w cystoscopy for stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent release of tension on anterior elevate due to dyspareunia on (B)(6) 2010 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2012.